Event description:
It was reported that during a da vinci si prostatectomy procedure, the site experienced system error code 23025, prompting the site to disable the right master tool manipulator(mtmr). With the assistance of isi technical support engineering (tse) the site performed a power cycle of the system and exercized the affected axis on the right mtm, however, the error code 23025 reoccurred along with system error code 23008. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the system error codes experienced by the customer were associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 23025 occurs when the remote arm controller hardware detects an encoder quadrature fault. System error code 23008 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the system records the faults and transitions to a safe state. The mtmr was returned to intuitive surgical for failure analysis investigation. Engineering was able to replicate the reported issue and determined that the axis-4 motor/encoder had malfunctioned, thus generating the system error codes experienced by the customer. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital